Event description:
A report was received that the patient would be explanted as her arm would shake uncontrollably while the stimulation was turned on.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50, (B)(4), model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet model#:sc-3138-55, (B)(4) model description:lead extension, 55cm.

Event description:
A report was received that the patient would be explanted as her arm would shake uncontrollably while the stimulation was turned on.